Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/15/2021. H.6. Investigation: sample received for investigation, the needle of the protector was bent outside the center of the vial. Upon inspection of the product, no problems related to the connection were observed. Functional tests were performed and no leaks were observed. The product undergoes visual and functional testing throughout manufacturing to ensure the quality and functionality of the device. As no batch information was available for this incident, a review of the history of the device could not be performed. Based on the information available and the evaluation of the sample, we are unable to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that protector p15j leaked. The following information was provided by the initial reporter: this is a report about chemo leakage occurring with the use of protector and injector. According to the customer's report, during preparation of an anticancer drug (the name unknown) using the protector, leakage was observed. The location of leakage is unknown.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that protector p15j leaked. The following information was provided by the initial reporter: this is a report about chemo leakage occurring with the use of protector and injector. According to the customer's report, during preparation of an anticancer drug (the name unknown) using the protector, leakage was observed. The location of leakage is unknown.